Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. In the initial procedure, the physician direct stented a taxus express2 2.5x8mm drug eluting stent to the mildly calcified, nontortuous, first diagonal (dx) of the left anterior descending (lad) artery. Angiomax, plavix and aspirin were used pre-procedure. Plavix and aspirin were prescribed post procedure. No patient injuries or complications were reported. Ten days post procedure, the patient presented with chest pain and st segment elevation due to restenosis in the first dx of the lad. The physician placed another stent, unknown type and size, to the site of the previously placed stent with good result. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The delivery device was discarded by the hospital and the stent remains implanted in the patient, therefore, no direct product analysis is available. A review of the manufacturing records for this particular batch namely top assembly batch # 8815603 found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause of the complaint incident could not be determined.